Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received a scs sys, including a non-rechargeable ipg, on (B)(6) 2010. It was reported that the pt had been receiving a low battery message for the ipg during the last two months. The pt was reported to be receiving stimulation. It was reported that the ipg should last approx 51.9 months based on the programmed settings, and the message was possibly related to either battery passivation or premature battery depletion. No further info is available at this time. It is unk if any devices have been explanted and/or replaced. None have been returned to the MFR for analysis.